Event description:
A customer reported to baxter product surveillance of one clearlink y-type in which the tip of the spike broke off when being inserted into an unknown blood bag while attempting to prime. The product and bag were not used on a patient. There was no patient injury or medical intervention necessary. The sample is contaminated with blood; however, it will be decontaminated. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.